Event description:
Report rec'd from the (B)(6) stating that the device "did not fully close off vessel during aneurysm clipping." The device was used during a surgical procedure. The date of the event is unk. No user or pt injury or medical intervention occurred. There was no add'l info provided.